Event description:
It was reported that the patient presented to the hospital for a scheduled device implant. During the procedure, it was noted that the pacing system analyzer (psa) was unable to provide pacing and had fitting issues. The psa was replaced with a different one and implant procedure was successful. Patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.